Manufacturer narrative:
The field service engineer (fse) advised the customer to reseat the sterile adapter to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required. Related & duplicate complaints identification: as of 04/04/2022. A review of the site's complaint history revealed (B)(4) is a related record of pr 457193. Event verification: a review of the remotefe procedure log showed a fenestrated bipolar forceps (fbf) (part# 471205-17 / lot# k10211209-0225) was used on (B)(6) 2022. In the hysterectomy benign procedure performed on system sk4168. System log review: a review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: error 31009 instrument sensors missing. A tool was fully detected, but then lost 1 or more but not all of the tool sensors for 3+ seconds on usm3 error 31010 - sterile adaptor sensor missing on usm1. The sa was fully detected then lost one (but not both) sensors. ( no tool present, sa sensors lost for 2 seconds ) this complaint is considered as a reportable event due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to release from tissue. The surgeon was able to release the tissue by using another instrument from another port site. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. Field is blank because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer observed the instrument was stuck on universal surgical manipulator (usm) 3 while gripping tissue. The customer was able to successfully remove the tissue and instrument and reseat the sterile drape on usm3. The customer installed the instrument and continued, but the instrument on usm3 got stuck a second time. The technical service engineer (tse) reviewed the onsite logs and found error 31009 and 31010 on usm3. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the surgeon was using a fenestrated bipolar forceps (fbf) on usm3. The customer explained that the surgeon was using the fbf to grasp tissue and the fbf would not release the tissue and the arm could not release the instrument. The surgeon resolved the issue by using another instrument from another port/usm to remove the tissue from the fbf. The customer confirmed there was no damage to the tissue and no intervention needed. The customer stated that the system did not throw an error/fault at this time. The fbf was then taken out of the patient, the staff removed and replaced the sterile adapter, and the same fbf was inserted into the patient. The issue occurred again and was resolved in the same way. At this point, the surgery was completed. The customer confirmed that the procedure was completed robotically with no injury to the patient. The customer stated they removed the instrument from circulation but it will not be returning to isi. Patient demographic information was requested but unknown. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed that they were in a case with the same surgeon on the day of the call when the surgeon stated the arm would not respond (sr to be created). The customer stated they called isi for support. The customer identified that the issue was due to the pedals/user induced. Rather than the arm being frozen, they realized the surgeon had accidentally pressed the arm swap pedal to an arm they were not using. Arms 1 and 4 were highlighted when they were trying to use arm 3. The customer corrected this by swapping the arms and continued with procedure normally. The customer stated that they were confident this was the root cause of the previously reported pedal issues as the customer had never seen these issues with any other surgeon. Regarding the event on (B)(6) 2022. When the fbf was grasped on tissue and the arm was not able to be controlled, the surgeon used another instrument to gently maneuver/pulled the tissue out. The customer did not know what other instrument was used to perform this. The customer confirmed that the surgeon didn't use extra clips/sutures because of this as it was a hysterectomy procedure and would not have required this.